Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The assistant of a (B)(6) male patient emailed zoll to report that the patient is refusing to wear the lifevest any longer. The patient has developed sores, which are not healing. The patient's assistant stated that the patient has "tried everything." The patient called his cardiologist and the doctor advised the patient to send the lifevest back. There was no follow up on the sores to see if they healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.